Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient's implantable cardioverter defibrillator drifted down causing discomfort. The device was explanted and replaced. The patient was stable post procedure.